Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert when the rv tip-to-rv coil impedance exceeded the lower programmed alert threshold, resulting an a low impedance alert. It was indicated that the impedance has been trending near the alert threshold for some time and occasionally dips below the lower alert threshold. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.